Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (wire pulled out) has been confirmed. Upon eval, the rear 2-wire therapy electrode cable was pulled from the distribution node. The cause for the pulled connector cannot be positively identified, but was likely the result of excessive force from the pt stepping on the cable. No adverse event resulted from the pulled cable. The pt rec'd a replacement electrode belt.

Event description:
A (B)(6) yr old male pt's daughter contacted zoll customer support to report that a wire pulled out of the pt's belt node. She thinks, he may have accidentally stepped on it. The pt was issued a replacement electrode belt.